Event description:
A caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to charge the pump using the tandem charging cable and wall adapter, but the issue persisted even after trying a different cable. Technical support decided to send a replacement tandem cable and wall adapter with two-day shipping, and advised the customer to use manual daily injections if the pump battery depletes before the replacement arrives.